Manufacturer narrative:
Additional information received; it was confirmed the patient was transferred to (B)(6) hospital with chest pain. Per the physician the cause of the pain was due to retrograde blood flow into the pseudo lumen through the distal fissure of the stent and was not related to the medtronic stent. An additional intervention was performed where a non mdt aortic stent was implanted. The valiant stent graft system was not explanted. The patient was discharged with symptoms confirmed as resolved. Film evaluation summary: a single still CT/3d reconstruction image post-implant was returned. The reported stent fracture was not confirmed, and the exact source of the wire-like object could not be determined from the single still CT/3d reconstruction image provided. Images prior to and during implant were not available, and complete CT¿s post-implant were also not provided; therefore, a comprehensive assessment of the stent graft and ¿wire¿ could not be performed. No obvious stent graft issues were observed with the valiant; the stent rings all appeared normal in appearance and no stent fractures or missing stent ring segments were seen. The observed ¿wire¿ did not appear to be a fractured valiant stent, and was most likely from a non-mdt device or accessory likely positioned within the lsa. The cause of the reported chest and back pain also could not be determined. It is possible that the observed type b dissection may have contributed to the pain. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic ulcer.   It was reported the patient presented approximately 1 year post the index procedure with ongoing chest and back pain. Antihypertensive medication was administered. Approximately 2 months later a 3d scan was performed which revealed that a wire has lifted out from a stent. The physician suspects that a wire on one of the stents has broken. The patient was transferred to another facility for an unknown treatment. Per the physician, the cause of the event is product related. No additional clinical sequelae were reported and the patient will be monitored.